Event description:
It was reported that when drilling the posterior peripheral hole, one of the quick release drill bits snapped in half. The patient had 10 degrees of retroversion.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that when drilling the posterior peripheral hole, one of the quick release drill bits snapped in half. The patient had 10 degrees of retroversion.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing, or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that when drilling the posterior peripheral hole, one of the quick release drill bits snapped in half. The patient had 10 degrees of retroversion. There was no delay in the case and no patient impact due to this issue. It was the first case that the part was used in. Surgery was successful and the incident didn't cause any issues.

Manufacturer narrative:
Please note correction to b1, h6 health code.